Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 3.9 cm to 5.2 cm from the distal tip. The etfe coating was also abraded at this location. An insulation abrasion was also noted at 6.2 cm to 7.0 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.